Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. The field service engineer (fse) visited the site on (B)(4) 2009 to assess the instrument. Wearing personal protective equipment (lab coat and gloves) the fse cleaned up the leak caused by the lh750 analyzer. The leak was from tubing and connections pv120 and pv117 which carry blood samples and diluent. He determined that the wires of vl116 shorted when they made contact with the leaking diluent. There was no evidence of fire. The fse replaced the tubing and solenoid 116 because of the shorted connector. He verified repair per established procedures in order to confirm results met published performance specifications.

Event description:
The customer reported there was a fluid leak from the lh750 hematology analyzer that ran through the bottom of the instrument, onto the counter and then to the floor in the lab. The customer reported a burning smell and smoke. The customer did not report flames, arcing or shock. The customer powered off the unit. A fire extinguisher was not used nor was the fire dept called. There were no injuries nor exposure to potentially infectious materials. No one sought medical attention.